Manufacturer narrative:
The device was returned to boston scientific post-market laboratories, the baseline testing completed on the device found no abnormal conditions. All testing completed on the device passed or was not applicable. The infection allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator system was successfully explanted due to infection. No further adverse effects were reported.